Manufacturer narrative:
Flow sensor cannot be calibrated due to a defective sensor board. Sensor board was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: during preop check, "flow sensor calibration needed" alarms on screen. We tried to replace flow sensor, ventilator's tubes, cover membrane & expiratory membrane. After that we still had the same problem. Then we have replaced sensor board and performed full calibration. The unit can perform pre - operation check and can be used normally now.

Manufacturer narrative:
Flow sensor cannot be calibrated due to a defective sensor board. Sensor board was replaced.

Event description:
Hamilton medical ag received the following incident description: during preop check, "flow sensor calibration needed" alarms on screen. We tried to replace flow sensor , ventilator's tubes , cover membrane & expiratory membrane. After that we still had the same problem. Then we have replaced sensor board and performed full calibration. The unit can perform pre - operation check and can be used normally now.